Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Return expected, not yet received.

Event description:
During preparation of the bone cement, the monomer liquid would not dispense into the cylinder. No patient injury occurred as a result and the procedure was completed without delay.

Manufacturer narrative:
This follow up report is being filed to relay additional information. UDI - (B)(4). Product return date - ni. Review of manufacturing history revealed no evidence of product nonconformance. Examination of the returned device was unremarkable and no failure was detected. A conclusive root cause of the event cannot be determined.